Event description:
It was reported that the packaging details were very confusing. The customer reported for example about a 5cc balloon requiring 10cc sterile water, etc. This feedback was provided by customer across all the foley catheters 165xxx/123xxxx/226xxx . It was mentioned that a new foley catheter was reinserted. As per follow-up information received on 28jun2022, customer provided photo samples of the foley catheters material# 123418ce , material# 123424a , material# 165818 and material# 165814 for which they have provided the feedback.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Manufacturer narrative:
The reported event was unconfirmed because the device meets specifications. The device met relevant specifications. The reported failure is within specification as the reported failure could not be reproduced. The product was not used for patient treatment or diagnosis. The product had not caused the reported failure. No root cause could be found because the reported event was unconfirmed. A device history record review was not required as the investigation was unconfirmed. As the reported event is unconfirmed a labeling review is not required. Corrections: g h11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the actual/suspected device was evaluated

Event description:
It was reported that the packaging details were very confusing. The customer reported for example about a 5cc balloon requiring 10cc sterile water, etc. This feedback was provided by customer across all the foley catheters 165xxx/123xxxx/226xxx . It was mentioned that a new foley catheter was reinserted. As per follow-up information received on 28jun2022, customer provided photo samples of the foley catheters material# (B)(4) , material# (B)(4) , material# (B)(4) and material# (B)(4) for which they have provided the feedback.